Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va07xn0, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the day prior to the report was the first day the interstim worked for both the patient¿s fecal and urinary issues. It was stated it was working for the fecal issues ¿from day 1,¿ but they would get out of bed in the morning and ¿gush.¿ the patient had no leaks or accidents the day prior. It was noted however the patient was only ¿going about an ounce each time.¿ the cause was not determined, although it did start after an epidural for sciatica. It was noted the patient had a lot of nerve damage due to their diabetes. The patient was still going ten times per day (same as prior to implant), but would sometimes only ¿go an ounce.¿ a bladder scan showed the patient¿s bladder was empty. It was noted the patient was glad the interstim had worked for the ¿accidents.¿ the issue of going only an ounce began two weeks prior to the trial implant. This was when the patient had an epidural for sciatica. When asked if the issue was related to the epidural, the healthcare provider (hcp) reportedly indicated it was a ¿rare reaction, but was a possible complication.¿ the patient was to have another epidural on (B)(6) 2013 because their sciatica was ¿back with a vengeance.¿ back surgery for the sciatica was being considered. It was indicated the day prior was the first day the patient did the input/output log. The patient ¿maybe had 10-12 ounces of liquid¿ because of all the antibiotics they were given for the diarrhea. It was stated the patient was put on two more antibiotics thinking the issue was not related to the patient¿s irritable bowel. The patient was at the point where they were afraid to eat or drink anything. Information received two weeks later indicated the patient was still complaining of going every 1.5 hours and having some leakage ¿3 out of 4 times¿ a week after implant. The patient also had a decrease in their urine output and felt like they were retaining urine. A post-void residual was done and was 0. The patient then kept a voiding diary from (B)(6). Over the last several weeks, the patient had noticed a decrease in their overactive bladder, urgency, and urge incontinence episodes. During the three days, the patient only had three episodes of incontinence. There was another occasion in which the patient leaked three times during the night. The patient had an epidural prior. This was noted to have occurred in the past, where the patient noticed their symptoms were worse after an epidural placement. At the appointment, the patient was not feeling the stimulus and was not having any episodes of fecal incontinence. During the electrode mapping, the hcp was able to get the patient to feel stimulation comfortably in the perineal area. Symptoms with this reprogramming were to be monitored for two weeks. No hospitalization was required. Additional information has been requested, a follow up report will be sent if additional information is received.